Event description:
Over past few years, implants became hard and deformed. MFR suggestive of leak. Implants had a posterior dacron patch and physically they were stuck to the inside of the capsule. Total capsulectomy and new implants inserted.